Manufacturer narrative:
D2b: pro code - lit e1: initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion, which was 100% stenosed, was located in the moderately tortuous anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. Upon the first inflation, the balloon ruptured. The device was successfully removed without any issues, and the procedure was completed using an alternative device. No complications were noted, and the patient remained in good condition following the procedure.